Event description:
Approximately five months post hvad implantation, this patient was discovered unconscious on the floor with his controller plugged into the wall. The pump "seemed" to be operating. When emergency medical transportation arrived at the scene, they were unable to connect one of his batteries to the controller. The emergency department staff performed a controller exchange when the patient arrived to the hospital. The vad coordinator reported that she felt the patient may have bent pins on one of the controller power ports as a result of the patient's suspected fall. Diagnostic testing revealed that the patient suffered significant intracranial hemorrhage. The family elected not to put him on life support and he expired the next morning. The vad surgeon at the treating facility and the cardiologist at the patient's implanting facility do not attribute the patient's death to the device. Further tests revealed that the patient was positive for methamphetamines at the time of the incident.

Manufacturer narrative:
The devices were not returned evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. It was described in the even details that the patient was found unconscious with a controller ac adapter connected. The reported event could not be confirmed via review of the controller log files as the details states the patient was found with both controller and pump operating correctly, and as such, would be difficult to identify in the log file data. Log file analysis revealed multiple power up and motor start events; however, logs were inconclusive. It's unknown through log file analysis why or when the patient experienced the fall. At one point, the patient may have been without power for up to four minutes, possibly due to the transportation of the patient to a local hospital as described in the event details. The root cause of the reported event cannot be conclusively determined; no testing was performed as the devices were not returned. Based on log file analysis, there is not enough evidence to suggest a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(Date of death = (B)(6) 2014), (event date = (B)(6) 2014). Log file analysis review date: (B)(6), 2014. Data through: (B)(6), 2014. Normal power consumption. 1 vad disconnect alarm was logged on (B)(4) on (B)(6), 2014 at 01:54:09. 1 vad disconnect alarm was logged on (B)(4) on (B)(6), 2014 at 01:59:18. Starting on (B)(6), 2014 at approximately 14:16 a sustained decrease in estimated flow was observed. Approximately five months post hvad implantation this patient ((B)(6)) was discovered unconscious on the floor with his controller plugged into the wall. The pump "seemed" to be operating. When emergency medical transportation arrived at the scene they were unable to connect one of his batteries to the controller. The emergency department staff performed a controller exchange when the patient arrived to the hospital. The vad coordinator reported that she felt the patient may have bent pins on one of the controller power ports as a result of the patient's suspected fall. Diagnostic testing revealed that the patient suffered a significant intracranial hemorrhage. The family elected not to put him on life support and he expired (B)(6) 2014 in the morning. The vad surgeon at the hospital and the cardiologist at the patient's implanting facility do not attribute the patient's death to the device. Further tests revealed that the patient was positive for methamphetamines at the time of the incident. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). It is reasonable that all pertinent information has been reported. No additional request for information will be sent. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Also controllers will not be returned to manufacturer for review. Device remains implanted.